Event description:
The patient reported their skin was injured during the removal of the patch. The patient presented to their healthcare provider with a probable skin infection where treatment was prescribed.

Manufacturer narrative:
Skin irritation is a known inherent risk of the device. Clinical ref. Manual (nlb0020) warnings state the following: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest.